Event description:
It was reported that during procedure an outside the patient the plastic of the polarstem modular head for 21000662 was found broken and needs to be replaced. No injuries or surgical delays were reported. Procedure was finished with the same device.

Manufacturer narrative:
It was reported that during procedure and outside the patient the plastic of the polarstem modular head for 21000662 (75023711). The part, used in treatment, was received for investigation. A visual inspection can confirm that a piece has chipped off from the distal rim. Furthermore, the part shows significant signs of use. The modular head (750023711) is designed to impact a ball head on the polarstem taper. It is therefore subjected to repeated impact forces. Additionally, repeated steam sterilization processes could contribute to an embrittlement. It is however unknown for how many cycles this instrument has been used. A functional test simulating 5 years of use was performed. The reported failure mode could however not be reproduced. The root cause stays undetermined after investigation. Nonetheless, in combination with our continuous effort to improve our products, further investigations started to evaluate the root cause of this failure. Smith and nephew will continue to monitor the device for similar issues. The returned device will be discarded.